Event description:
During the stent-assisted coiling procedure, the 37mm enterprise vrd (B)(4) migrated when the surgeon tried to place it at the desired site in (ica) internal carotid artery, and the stent was not covering the aneurysm. During the procedure, a prowler select plus microcatheter was used with the 37mm enterprise system. Prior to using the 37mm enterprise, a 28mm enterprise stent (B)(4) pre-deployed inside the hub of the prowler select plus microcatheter. During use of the 28mm enterprise, a constant flush was maintained at all times through all the systems, and after the event, the same microcatheter was utilized to complete the procedure. The 28mm stent will be returned for analysis. No further information was available for either device.

Manufacturer narrative:
The stent remains implanted and procedural images are not available. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01430001. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. With review of the device history records there is no indication of any manufacturing issues contributing to the event. It is possible that procedural factors including vessel/lesion characteristics and device handling contributed to the reported event; however due to the lack of information, no conclusion can be made. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
During a stent-assisted internal carotid artery coil embolization, the 37mm enterprise vrd (enf453712/01430001) migrated when the surgeon tried to place it at the desired site and the stent was not covering the aneurysm. The device was delivered via a prowler select plus microcatheter. It was indicated that there was no potential adverse event and there was no reported event or product problem outcome. No clinical information or procedural information regarding the deployment of the enterprise is available. The stent remains implanted and procedural images are not available. One non sterile enterprise delivery system was received coiled inside of a plastic bag. No visual anomalies were found on the received unit. The stent was not received for analysis, as reported it remains implanted. The delivery wire was inspected under a microscope and no anomalies were found. The reported event could not be evaluated and functional analysis could not be performed due the stent was not received. The device did not present any obvious indication of manufacturing defect or anomaly that could have contributed to the event as reported. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01430001. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. With review of the device history records and analysis of the returned delivery system there is no indication of any manufacturing issues contributing to the event. It is possible that procedural factors including vessel/lesion characteristics and device handling contributed to the reported event; however due to the lack of information, no conclusion can be made. Therefore, no corrective actions will be taken at this time.